Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of premature battery depletion due to the use of electrocautery at an unrelated surgery has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off measured 633 mv per day, this exceeds the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signals that can damage the aic-u1, reference er2010. The use of electrocautery during the unrelated surgery resulted in the reported complaint.

Event description:
A report was received that the patient¿s ipg would not charge at all. The physician believed that this was due to the patient¿s non-device related surgery a few months ago wherein electrocautery was used. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Date of event: (B)(6) 2014.

Event description:
A report was received that the patient¿s ipg would not charge at all. The physician believed that this was due to the patient¿s non-device related surgery a few months ago wherein electrocautery was used. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)